Event description:
Patient presented with large, short-angulated neck (approx 13mm). Access and deployment of a 28-16-120bl bifurcated device and a 34-34-100rle suprarenal proximal extension were uneventful, however, the physician was unable to gain seal at the proximal neck. Balloon dilatation was attempted, however, also unsuccessful. The patient was converted to open repair and tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's neck measurements are not within criteria for indications for use. Device usage by the physician was off-label.